Manufacturer narrative:
Additional suspect medical device component involved in the event: model: n/I, serial/lot: n/I, description: unknown scs lead extension.

Event description:
A report was received that the patient underwent an ipg replacement procedure. During the procedure, the physician had difficulty inserting the extension into the port of the new ipg. After the physician re-inserted the extension, he noticed that the screw was tilted and it was fixed in the silicone seal. In order to reach the screw again, the physician had to cut a little bit of the silicone seal. The physician noted that one contact extension was damaged after all the trials.

Event description:
A report was received that the patient underwent an ipg replacement procedure. During the procedure, the physician had difficulty inserting the extension into the port of the new ipg. After the physician re-inserted the extension, he noticed that the screw was tilted and it was fixed in the silicone seal. In order to reach the screw again, the physician had to cut a little bit of the silicone seal. The physician noted that one contact extension was damaged after all the trials.

Manufacturer narrative:
Additional information was received that the ipg was replaced due to the patient receiving an early replacement indicator.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 04:56 pm CT.the report number is being corrected from: 3006630150-2018-62270to: 3006630150-2018-62133.